Event description:
Healthcare professional reported when injecting a 0.5ml into each side of the face's nasolabial folds with a syringe of juvéderm® volift¿ with lidocaine, "the middle of syringe, the rubber plunger disengaged of the plunger rod" while aspirating the product. The formation of a right nasogenian fold nodule occurred at this time. 8 days after filling the nasolabial fold, patient experienced edema, erythema and pain in the right nasolabial fold. Antibiotic avalox and mericortem corticoid 40 mg/day were started with a regressive scheme, with improvement in the condition, but there was no regression of the lesion. About a month later, patient returned to physician¿s office, and an ultrasound of event site was requested, but the patient did not return to the office. Patient reported to the healthcare professional they still has a lesion at the site. Event is not resolved.

Manufacturer narrative:
Clarification to d.9.: date when device photo was received. The device was reported as discarded. However, on 12/oct/2021, analysis was performed based on a device picture provided; the plunger rod disconnected from the syringe was noted. The plunger tip was still inside the syringe. Review of the device history record noted that disconnection of the plunger rod is an event known in the risk management file. A CAPA was initiated to investigate the event. Nothing unusual was found during the manufacturing process or supplier¿s process. A root cause identified was ¿the use of the product by hcp with possibly no specific training and not accurate messages especially linked to the priming gesture.¿ the investigation is ongoing. If additional causes are identified, the DHR will be reopened, and an additional report will be submitted.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event and patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported when injecting a 0.5ml into each side of the face's nasolabial folds with a syringe of juvéderm® volift¿ with lidocaine, "the middle of syringe, the rubber plunger disengaged of the plunger rod" while aspirating the product. The formation of a right nasogenian fold nodule occurred at this time. 8 days after filling the nasolabial fold, patient experienced edema, erythema and pain in the right nasolabial fold. Antibiotic avalox and mericortem corticoid 40 mg/day were started with a regressive scheme, with improvement in the condition, but there was no regression of the lesion. About a month later, patient returned to physician¿s office, and an ultrasound of event site was requested, but the patient did not return to the office. Patient reported to the healthcare professional they still has a lesion at the site. Event is not resolved.